Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the device was removed 5-6 years prior to the report. Further, the healthcare provider (hcp) reported the patient had come in for her pain stimulator because of an infection and having chills. The note from (B)(6) 2010 stated that the doctor would continue to follow-up with the patient and remove the device if the infection and chills persisted. The hcp did not have further information after that note from that date. There was no record of the hcp doing an explant. Relevant medical history included chronic low back pain.